Event description:
International affiliate reported that the device failed to drain upon initial activation. Device was replaced and drainage initiated. No adverse pt consesquences are reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated.